Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a st elevation. During a procedure where a farawave catheter was selected for use. The physician began to ablate the cavotricuspid isthmus (cti) line after completing the pulmonary vein isolation ablation and post-map of the left atrium. Prior to delivering the first lesion, physician gave a 2 mg bolus of nitroglycerin. Physician started ablating the cti line at the tcv end and worked backwards with three positions total. It wasn't until after the 3rd position (6th pulse delivery) that it was noticed an st elevation in the patient's inferior leads. Physician gave another bolus of nitroglycerin and the st elevation subsided after about 10 minutes. No device issues were reported. The procedure was completed, and the patient was reported as fully recovered. The device is not expected to be returned, it was disposed.